Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed, but the pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. Investigation of the download data from the returned pod found that the pod had generated an 0xd7 hazard alarm, indicating that a power on reset was detected while running. The device had completed 48 pluses, all of which were first prime pulses, before deactivating. Initial attempts to download the data from the pod were unsuccessful as the battery voltages of all three batteries were measured to be lower than expected. An external power supply was used to download the data. Rerun of the pod while attached to the power supply resulted in no hazard alarms generated. The exact cause of the hazard alarm could not be determined. The shelf mode of the device was measured and was found to be out of specification. It cannot be determined if this high shelf mode interfered with the devices ability to deliver insulin. The device did not deploy due to the alarm being generated during first prime, which caused the device to deactivate before the completion of the priming sequence. No other damages or deficiencies were observed during the investigation.